Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The caregiver (cg) stated that the clamp on the unused line was open. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting system error (se) 2240 (air in set) during the initial drain in the home choice (hc). The caregiver (cg) stated that the clamp on the unused line was open. The technical service representative (tsr) advised the cg to start over with new supplies and contact the registered nurse (rn) about possible exposure to unsterile air. The cg started over with new supplies. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2012 regarding the system error (se) 2240. The cg stated that the cap was not on the unused supply line that had the clamp left open on it. The cg stated that they left for a trip with the home patient (hp) the next day and did not contact their registered nurse (rn), but the cg stated that the hp was fine. The therapy has been going well since the incident. There was patient involvement. There was no patient injury or medical intervention reported.